Event description:
It was reported by head of theatre via sales rep that the cupholder broke right on the hexagonal bolt.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.